Event description:
During a colectomy procedure, the device was closed on the colon. The device was fired but there were no staples in the load. It was reported that this was the first firing of the device. There was no pt consequence. The procedure was completed with another device of the same product code.